Event description:
It was reported that the deep brain stimulation (dbs) patient was reported to have suboptimal therapeutic response, presenting with symptoms of stiffness and leg cramping. Additionally, the patient appeared to experience burning sensations, though it was uncertain whether these symptoms were related to the dbs system. Reprogramming of the lead was attempted; however, the symptoms persisted. As a result, the original lead was explanted, and a replacement lead was implanted in a more optimal anatomical location. The patient is recovering well postoperatively. The explanted lead remains in custody of the facility and will not be sent for further analysis.